Event description:
It was reported that the ilet¿s sleep/wake button was unresponsive, with the screen failing to wake during use while the patient was playing volleyball, and the parents intermittently removed the device from its case and placed it on the charger to wake the screen; the event aligns with a device hardware performance issue involving the user interface and housing. Symptoms included no adverse clinical effects. Outcomes included no alerts or alarms and no need for medical care. Investigation included troubleshooting and user education performed remotely. Investigation of this case revealed an unresponsive sleep/wake button consistent with a mechanical or electrical user-interface failure of the handheld assembly. It was concluded, based on previously established findings for similar reports, that the cause was a device hardware malfunction unrelated to therapy delivery.

Manufacturer narrative:
Initial.